Event description:
Follow up information received reported that was seen in the clinic office on (B)(6) 2012 with a complaint of increasingly hard to charge their implantable neurostimulator (ins) and never felt the appropriate stimulation therapy compared to the trial phase of the implant. She had little relief since with the permanent implanted device (missed right hip and buttocks bilaterally). It was noted that the patient had lost a great deal of weight and that the ins was very superficial and mobile at the left anterior abdomen. It was reported that it was easy to 'flip' the ins. The patient's neurological exam was normal. The plan was to repeat the trial stimulation phase to make sure they can adequately cover the patient's pain before doing a revision on the permanent implanted ins. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, (B)(4), implanted: 2007 (B)(6), explanted: na. Lead: model 3778-60, (B)(4), implanted: 2007 (B)(6), explanted: na. Extension: model 3708160, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Extension: model 3708160, serial# (B)(4), implanted: 2007 (B)(6), explanted: na. Programmer: model 37742, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues, and saw the reposition antenna icon when trying to recharge at times. After repositioning the antenna, the patient was able to get the normal recharging screen. It was noted that the patient had a gastric sleeve procedure done on (B)(6) 2011 and had noticed significant weight loss, and the neurostimulator was now loose in the pocket and could almost be flipped. The patient's hcp told her that the pocket could be revised whenever she was ready, but a manufacturer representative would need to be present. Additional information has been requested, but was not available as of the date of this report.